Event description:
Rptr indicated a vns pt was interrogated and found to be at unintended settings. The rptr stated the settings were the same as a previous vns pt that was interrogated with the vns programming system. The pt's vns was reprogrammed back to the intended settings. If the vns programing system is left on the previous pt's programming screen and then immediately used on another pt, it is possible this will change the vns generator settings. Attempts for programming history are in progress.